Event description:
It was reported that patient was not getting adequate coverage on right side of ribs. The patient was also experiencing difficulty in charging and connecting the ipg to remote. The patient underwent an ipg and leads replacement procedure and was doing well postoperatively. The explanted devices were disposed by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).